Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump. Subsequently, although a light was flashing on the pump, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted (270 mg/dl). The customer was delivering a bolus when the event occurred. Reportedly, the customer has manual injections available as alternate insulin therapy.